Manufacturer narrative:
No expiration date is available. No manufacture date is available. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had blood pooling in the stopper well. The following information was provided by the initial reporter: "complaint came in through a lab technician who works at several different zna sites. She also performs nightly blood collections. She noticed blood drops on the closure of the vacutainer tubes (different tubes, different lot numbers). These drops foul the collection bags, used to transport the tubes to the lab (see picture attached). Also, when the drops are dried, the fall of on the table in the lab."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had blood pooling in the stopper well. The following information was provided by the initial reporter: "complaint came in through a lab technician who works at several different zna sites. She also performs nightly blood collections. She noticed blood drops on the closure of the vacutainer tubes (different tubes, different lot numbers). These drops foul the collection bags, used to transport the tubes to the lab (see picture attached). Also, when the drops are dried, the fall of on the table in the lab."